Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Pump trainer reported that the menu and check button on the pump does not work properly. Trainer stated the rubber is worn off of the menu and check buttons and the metal is exposed with a red dot in the middle of each button. Trainer reported the buttons do not work when pressed and the issue is constant. Trainer stated the issue began 3-4 months ago. Requested return of the alleged pump and replacement was sent. No adverse event reported. Requested return of the alleged pump for evaluation.